Event description:
Patient was revised to address a broken ceramic head. It was reported that the head broke into four (4) pieces, and that the trunion on the stem looked very worn, leading the surgeon to think that the head may have cracked previously and finally broke. It was reported that the patient had not fallen.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.